Event description:
It was reported the insulin pump alarmed motor error while customer was trying to do a manual prime. Customer's blood glucose level was 182 mg/dl. Troubleshooting was performed. Customer's mother was advised to disconnect the device from the customer. Customer did not drop or bump the device prior to the alarm. Customer's mother stated the drive support cap appeared to be normal and was not press. Customer's mother was advised to discontinue use of the device and revert to back up plan. Alarm and possible causes were explained to customer's mother. No further information reported.

Manufacturer narrative:
Failure analysis revealed that insulin pump alarmed an error during the displacement test due to motor high current draw. The device had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.